Manufacturer narrative:
A ge service representative performed an onsite investigation. A replacement vcsi kit was installed. The system was tested and found to be working as intended and returned to service.

Event description:
The fe confirmed it was a communication error and the system would not boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.